Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) on (B)(6) 2022. No additional information was provided during intake. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd)rn] confirmed the patient was undergoing ccpd for rrt when he expired. The pdrn reported the patient had several non-healing diabetic foot ulcers which became severely infected. Despite his condition, the patient was treated as an outpatient by a home health care agency (provided intravenous antibiotics and daily care). The pdrn stated the patient¿s diabetic foot wounds progressed into septicemia (unbeknownst to the patient/family). The patient reportedly suffered a cardiac arrest and expired peacefully (sleeping at home) on (B)(6) 2022. Cardiopulmonary resuscitative (CPR) measures were not undertaken, as it was apparent the patient passed several hours prior to discovery. A non-urgent call was placed to emergency medical services (ems), the patient was pronounced dead at his residence, and the patient was transported to the funeral home. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s), nor were there any malfunctions reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing an unknown liberty select cycler and the serious adverse events of unhealing diabetic foot wounds, septicemia, cardiac arrest, and death. The pdrn attributed the patient serious adverse events to his advanced age, septicemia, compromised immune system, and poor cardiac health. Although the pdrn confirmed the patient¿s death was unexpected and occurred while undergoing ccpd therapy; there was no fresenius device(s) and/or product(s) involvement. The pdrn stated the patient suffered a cardiac arrest and passed away peacefully while sleeping on 20/sep/2022. Second to cardiovascular disease, infection is the leading cause of death in patients with esrd, and septicemia accounts for more than 75% of this category. Due to uremia, old age, and comorbid conditions, the risk for sepsis is significantly increased in patients with esrd. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On 29/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022. No additional information was provided during intake. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd)rn] confirmed the patient was undergoing ccpd for rrt when he expired. The pdrn reported the patient had several non-healing diabetic foot ulcers which became severely infected. Despite his condition, the patient was treated as an outpatient by a home health care agency (provided intravenous antibiotics and daily care). The pdrn stated the patient¿s diabetic foot wounds progressed into septicemia (unbeknownst to the patient/family). The patient reportedly suffered a cardiac arrest and expired peacefully (sleeping at home) on (B)(6) 2022. Cardiopulmonary resuscitative (CPR) measures were not undertaken, as it was apparent the patient passed several hours prior to discovery. A non-urgent call was placed to emergency medical services (ems), the patient was pronounced dead at his residence, and the patient was transported to the funeral home. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s), nor were there any malfunctions reported.

Event description:
On 29/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022. No additional information was provided during intake. Follow-up with the patient¿s peritoneal dialysis registered nurse [(pd) rn] confirmed the patient was undergoing ccpd for rrt when he expired. The pdrn reported the patient had several non-healing diabetic foot ulcers which became severely infected. Despite his condition, the patient was treated as an outpatient by a home health care agency (provided intravenous antibiotics and daily care). The pdrn stated the patient¿s diabetic foot wounds progressed into septicemia (unbeknownst to the patient/family). The patient reportedly suffered a cardiac arrest and expired peacefully (sleeping at home) on (B)(6) 2022. Cardiopulmonary resuscitative (CPR) measures were not undertaken, as it was apparent the patient passed several hours prior to discovery. A non-urgent call was placed to emergency medical services (ems), the patient was pronounced dead at his residence, and the patient was transported to the funeral home. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s), nor were there any malfunctions reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.